Event description:
Carefusion technical support received a call from a biomed at one of our user facilities requesting an exchange user interface module upgrade. According to the biomed, one of their user interface modules freezes up intermittently. A respiratory therapist was working on the ventilator at the time of the incident. The ventilator was on a pt, and kept ventilating. There was no harm to the pt. The respiratory therapist rebooted the ventilator, and the user interface module stated working "ok".

Manufacturer narrative:
(B)(4). A replacement user interface module was shipped to the user facility. Carefusion received the alleged faulty user interface module on (B)(4) 2015, however our failure analysis lab has not evaluated it. Once the alleged faulty user interface module be evaluated, a follow up medwatch report will be submitted. A "follow up questionaire" was sent to the user facility requesting additional info about pt involvement/pt info on (B)(6) 2015. A response was received on (B)(6) 2015, but it did not contain any pt info (age, sex, and weight). The only pt details provided were that the product was on the pt at the time of the incident, and that there was no harm to the pt.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the uim. The uim was installed onto uim test fixture and powered on. The touch screen response accuracy was tested and could not find any anomalies with the touch screen response. The uim was then cycled overnight and next morning the touch screen was still responsive. Began to cycle the power a total of 10 times and after each power-up tested the touch screen responsiveness and was unable to re-produce the reported issue. Findings/root-cause: could not duplicate the reported issue.